Manufacturer narrative:
The insulin pump was received with missing segments due to cracked zebra connector at lcd board.

Event description:
The customer reported via phone call that the insulin pump had missing segments. The customer's blood glucose was unknown at the time of incident. Self test was performed and missing segments were confirmed. The insulin pump was returned for analysis.